Event description:
The lay user/pt contacted lifescan (lfs) on october 19, 2006 and alleged that her one touch ultra meter was giving the error 4 message. The medical affairs specialist (mas) was unable to reach the pt via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the complaint. The pt reported that her blood glucose levels dropped and she experienced a "hypoglycemic episode" at 4am on october 19, 2006. She further reported that she woke up from a deep sleep with symptoms of "sweatiness and discomfort". She attempted to test on the reported meter at that time twice, but rec"d error 4 messages both times. She "threw the meter on the bed" and went to the kitchen and ate 3 bananas. She called lfs an hour later. The pt also reported that the meter had "worked fine until 4 am". Prior to that, she tested on the meter (result not provided) at "12 o'clock and based insulin on it". Her diabetes medication regimen is not provided and it is not known exactly how much insulin she had taken prior to going to bed. Towards the end of the call, the pt also reported that sometimes the meter would just show the "blood drop" symbol and would not work. The customer service agent (csa) was not able to troubleshoot this issue further. The pt was not willing to troubleshoot the issue or the products. She just requested a replacement meter. The csa was able to verify that the meter was not exposed to temperatures outside the acceptable range and that the test strips were in good condition and within the exp date. The pt's testing technique was also reviewed to be correct. This complaint is reported because the pt alleged that she took insulin based on the meter result (although the result and the insulin dosage was not provided) and woke up experiencing hypoglycemic symptoms. She attempted to test on the reported meter; but rec"d error 4 messages and was not able to obtain a result. She administered self-care (ate bananas) and felt better. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.